Manufacturer narrative:
This report is submitted on october 27, 2020.

Event description:
Per the clinic, the patient experienced infection at the abutment site. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove overgrown tissue and change the abutment. The implanted device remains.